Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
The customer reported that they noticed an anterior open bite. Later on, it was reported that they no longer have bite concerns and they are fine now. They want to stop the rest period and get back into treatment. No additional information was reported.